Event description:
Healthcare professional reported a left side "tissue expander rupture" the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "tissue expander deflation." Healthcare professional additionally reported "discomfort" and "tissue expander implanted longer than 6 months." The device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings anterior side assessed as surgical damage. Pain: unable to observe since it is not related to the device. Additional observations: creases are observed. No further actions are required since no issue in the manufacturing of the device is observed.